Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test and basic occlusion test. Unit failed prime/a33 test at 2.5lbs due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test or verify motor error due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had a motor error alarm. Drive support cap was normal. Customer stated insulin pump was exposed to x ray. Customer was able to clear the alarm and able to rewound. No harm requiring medical intervention was reported. The device will be returned for analysis.